Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/15/2025 the caregiver reported that the user experienced low blood glucose (bg) values of 42 mg/dl and 56 mg/dl. The user was treated with snacks and bg levels began to trend in the correct direction. No hospitalization or medical intervention was required, and the user recovered fully at home. No long-term health effects were reported.